Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 1 year, 6 months. The device was not explanted and therefore was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 from a hemorrhagic stroke. The patient¿s inr had reportedly been supratherapeutic the week prior to the event. Adjustments were made to the patient¿s coumadin dosage and the patient was to have a repeat inr the following week; however, the day prior to the scheduled laboratory draw, the patient presented to the emergency department with the hemorrhagic stroke and expired. The device was reported to be functioning as intended with no alarms. No additional information was provided.